Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s therapy hadn¿t been doing any good in (B)(6) 2016 and the patient was wearing diapers. The patient¿s hip where the implantable neurostimulator (ins) was implanted started hurting on (B)(6) 2016. The patient also noticed a lump in the middle of their back on (B)(6) 2016 and described it as a ¿camel¿s hump¿ and before it was flat across. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient had been seeing a chiropractor since before the implant and they were aware of the ins and did not use an activator near the ins. The patient had turned their stimulation off. The patient could feel stimulation when the ins was turned on. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. The patient later reported that they saw a manufacturing representative (rep) on (B)(6) 2016 and she was able to ¿get it going.¿ the rep stated the ins ¿turned¿ and was ¿at a diagonal.¿

Manufacturer narrative:
Reference MFR. Report #3004209178-2016-08264 regarding the patient¿s issues with hardly moving or walking, shocking when going to the bathroom, and jolting when sitting or lying down. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she went to the emergency room on (B)(6) 2016, she had a CT scan, and she was told she had a kidney stone. She saw her primary care physician and got pain medication and antibiotics. She also went to her urologist, who took a CT scan and ultrasound. On (B)(6) 2016 she passed the stone and was fine. The steps taken to resolve the lump on the middle of her back, the pain in her hip, hardly being able to walk, the shocking sensation when going to the bathroom, and the jolting sensation when sitting and lying down included going to the chiropractor six times in (B)(6). On (B)(6) 2016 she went to the pain clinic and had injections in her left hip and leg. She was scheduled to have more injections on (B)(6) 2016 and they were really helpful. It had nothing to do with her implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.